Event description:
Lower back pain that is in my b***, continuously down my leg goes numb, burning, stabbing, unable to poop, painful sex. Doesn't have energy. Hair falling out. Rashes on my fingers with my rings is that in constant abdominal pain especially on the right side now on the left side but more the right side and ever since I got these things and I've never had back problems. I sleep sometimes not at all.